Manufacturer narrative:
The calibration signals were acceptable. The k electrodes from lot#21512951 had to be installed before the 21-january-2022. Per product labeling, the maximum in-use time of the k electrode is "23 weeks". The electrode would have needed to be discarded by the latest 01-jul-2022. The k electrode exceeded the in-use time and should not have been used on the day of the event on (B)(6) 2022. The lot number of the na electrode is unknown. The customer found that a part of the red plastic of the fill port was bent, indicating an obstruction inside the sample port, which could have interfered with the results. The customer was advised by the field service engineer to replace the fill port. Afterward, the issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the potassium (k) and sodium (na) electrodes on a cobas b 221 <6> system. Patient sample 1: the sample initially resulted in a k value of 7.81 mmol/l and repeated as 3.4 mmol/l on a second cobas b 221 system. Patient sample 2: the sample initially resulted in a na value of 124.8 mmol/l and repeated as 135.6 mmol/l on a second cobas b 221 system. The sample initially resulted in a k value of 16.74 mmol/l and repeated as 5.38 mmol/l on a second cobas b 221 system. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The k electrode lot number was 21512951 with an expiration date of 21-jan-2022. The na electrode lot number and expiration date were requested but not provided.